Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted. The customer reverted to alternate insulin therapy for management of blood glucose level. Troubleshooting could not be performed with tandem technical support as the insulin within the cartridge was compromised by the time the customer called in to report the event.